Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set leaking event on 11-jun-2024. No further information available.

Manufacturer narrative:
E1: patient city- (B)(6). Patient country- canada.